Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided expertise files was performed, and the reported behavior was not confirmed. - therefore, the root-cause of the reported event could not be determined with certainty. However, it could have resulted from an inadvertent pressing of p1 button by the user during the startup of the smarttouch tablet, which leads to the display of the observed password screen in order to access the bios user interface. - as normal functioning was restored following the reported event, no anomaly is suspected on the subject tablet.

Event description:
Reportedly, when starting the smarttouch tablet under 3.10j version, a screen appeared asking to enter a password. The tablet was then restarted, and this time the password entry screen did not appear, but it took a long time to start.